Event description:
It was stated the pocket was revised in 2003 since the pump was too superficial. It was noted that pump was replaced on (B)(6) 2009 with the patient¿s current pump.

Manufacturer narrative:
(B)(4).